Event description:
It was reported that during set-up for an unspecified procedure, the flex deflectable videoscope exhibited a distorted image. There was no patient present at the time of the event, and no patient or user harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it was found that the reported images distortion/noise was due to a faulty circuit board as the result of a damaged video connector, likely due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.